Manufacturer narrative:
Edwards evaluation: (B)(6)2010-unit did not appear to have any interspaced drainage holes anywhere on the cannula. Unit is being sent back to manufacturer. -accellent evaluation (B)(6)2010-the cannula was visually inspected and it is confirmed that there are no holes drilled in any of the segmented areas on the device. We are unable to determine how or why the holes were not drilled into this device. There are no other defects detected

Event description:
No sideholes at the cannula. No possibilty to drain the patient. No venous drainage possible. No patient injury. Cannula was replaced without any problems..

Event description:
It was reported that the intraocular lens was explanted, due to the patient's unexpected post operative refraction. The replacement lens was implanted in the sulcus without complication.